Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had all contacts out and had loss of stimulation. Database analysis revealed high impedances on all contacts. The physician suspected a kind of cramp towards the proximal part of the leads. Device malfunction with the lead was suspected. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.